Event description:
The customer reported difficulties with removing the plunger and leaks. The caller stated that she discarded them. Explained the customer that she needs to call as soon the problem occurs to identify the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.